Event description:
It was reported that the patient was in atrial fibrilation during office visit. No mode switch noted. Cardioversion occured on (B) (6) 2010. Antrial undersensing also reported. The device remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: diagnostics problem was noted. The device did not collect diagnostic data for a mode switch episode.